Event description:
It was reported that during training the dexcom g7 sensor failed to pair with the ilet while it remained paired to the dexcom app, and pairing was completed after the user deleted the omnipod app, toggled bluetooth, and reentered the pairing code, after which blood glucose readings were displayed on the ilet. Symptoms included no adverse clinical effects. Outcomes included no impact beyond temporary interruption of data transmission to the ilet and no alerts or alarms from the ilet. Investigation included customer support troubleshooting and user education focused on removing conflicting apps, confirming bluetooth settings, and reattempting the pairing process. Investigation of this case revealed a pairing failure attributable to interference from a concurrent app pairing and resolved by eliminating the conflict and reinitiating pairing, with no device hardware malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user environment and app conflict.